Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was displaying an error message (please insert a new strip). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 6.40 pm. He stated that he manages his diabetes with medication including humalog quick pen, and reports in response to the alleged meter issue, he consumed less food and drink. The patient alleges that 30 minutes after the meter issue started he developed the symptom of ¿shakiness¿, he denied receiving any treatment in response to the alleged symptom. During troubleshooting, it was established that when csr walked through a retest the issue was resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.